Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad. The customer's blood glucose level had no adverse impact. Customer instructed to contact hcp for alternate method of insulin therapy.